Manufacturer narrative:
A device history record (DHR) review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a mynx grip vascular closure device was noted to be protruding outside the skin, after it was deployed. The user was certified and experienced in the use of the mynx device. The patient was not on any anticoagulants, antiplatelets or any thrombolytics. The act during the procedure was 249, prior protamine. The patient¿s inr was not greater than 1.5. The device was removed from the package, according to the instructions for use (IFU). The shuttle handle was not displaced and the sealant sleeve was not out of position. The sealant was not exposed during prep or while removing the device from package or during deployment. The puncture at the common femoral site was a clean stick and was ultrasound guided. There was not a posterior wall puncture. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer, and was noted to be excellent. The vessel was an arterial vessel whose diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site and there was also no vessel tortuosity. During the procedure, there was no resistance when shuttling down; however, the device didn¿t have the normal hard stop of the green shuttle. The user attempted to advance to achieve hard stop a couple times, but no hard stop was noted. There was no force applied when retracting the sheath. The advancer tube was not engaged or visible. It is unknown if the user shuttled down completely; however it was attempted. Hemostasis was achieved with manual pressure for 25 minutes. Immediately after the sealant was deployed, a small hematoma was noted; however, it disappeared after the pressure. The patient was hospitalized, supine, for an extra two hours and monitored for three hours, as a result of the event. The patient was noted to have recovered.

Manufacturer narrative:
After further review of additional information received the following sections concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date have been updated accordingly. As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was noted to be protruding outside the skin, after it was deployed. The user was certified and experienced in the use of the mynx device. The patient was not on any anticoagulants, antiplatelets or any thrombolytics. The act during the procedure was 249, prior to protamine. The patient¿s inr was not greater than 1.5. The device was removed from the package, according to the instructions for use (IFU). The shuttle handle was not displaced and the sealant sleeve was not out of position. The sealant was not exposed during prep or while removing the device from package or during deployment. The puncture at the common femoral site was a clean stick and was ultrasound-guided. There was not a posterior wall puncture. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and was noted to be excellent. The vessel was an arterial vessel whose diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site and there was also no vessel tortuosity. During the procedure, there was no resistance when shuttling down however, the device didn¿t have the normal hard stop of the green shuttle. The user attempted to advance to achieve hard stop a couple times, but no hard stop was noted. There was no force applied when retracting the sheath. The advancer tube was not engaged or visible. It is unknown if the user shuttled down completely, however it was attempted. Hemostasis was achieved with manual pressure for 25 minutes. Immediately after the sealant was deployed, a small hematoma was noted, however it disappeared after the pressure. The patient was hospitalized, supine, for an extra two hours and monitored for three hours, as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock open. The sealant was found in the manufactured position, soaked in blood and the advancer tube was abutting the sealant proximal end as received. The procedural sheath was observed on the device, fully retracted. The condition of the returned device indicates an incomplete engagement of the advancer tube. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down procedure was simulated and significant resistance was felt. It was found that the sealant expanded in profile and adhered to the inner of the shuttle tubing and the outer of the catheter shaft which caused the resistance felt when shuttling down. The sealant was removed, and the shuttle was able to be advanced and retracted to the black handle without any issue. The advancer tube was found properly engaged to the proximal tamp lock after unsheathing the sealant per mynxgrip instructions for use (IFU). The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. A device history record (DHR) review of lot f1821501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was confirmed through analysis of the returned device. However, the root cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and the analysis of the returned device, the reported failure was most likely caused by an incomplete engagement of the advancer tube during the procedure since the customer reported a definitive stop was not felt during shuttle down step. However, the exact cause of the issue experienced during the shuttle down step could not be determined during analysis since no damages were noted to the tamp locks and functional analysis was successfully. The subsequent hematoma is a common complication associated with all closure devices and is listed in the IFU as such. Since the sealant was not deployed properly at the arteriotomy, any type of bleeding can be expected since the device was unable to provide hemostasis. Bleeding events are usually treated with manual compression, which was applied for 25 minutes until hemostasis in this case. However, the hematoma could not be confirmed due to the nature of the complaint. According to the instructions for use, which is not intended as a mitigation, detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant being deployed outside the body. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.